Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 140 mg/dl.